Event description:
It was reported that the patient experienced infusion set insertion into body crease or area subjected to temporary positional blockage event on 08 mar 2026. Due to the event, patient¿s blood glucose level was 300 mg/dl and was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.